Manufacturer narrative:
Device was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The needle has been bent at the tip in multiple locations. Both ts remain on the insertion needle. The suture is disorganized at the needle tip. Functional assessment is prohibitive due to the bent needle. The device was not returned in the condition of the reported complaint. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported t2 was implanted but knot was loose. T2 was then removed and a backup device was used to complete the procedure. No patient injuries were reported, procedure was delayed for approximately 10 minutes.